Event description:
The physician reported that during the implant attempt relative to the subject pacemaker, it was not possible to fully insert the atrial lead into the port even after several attempts. It was also indicated that the screwdriver was never inserted into the slot. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
The physician reported that during the implant attempt relative to the subject pacemaker, it was not possible to fully insert the atrial lead into the port even after several attempts. It was also indicated that the screwdriver was never inserted into the slot. Another pacemaker was subsequently implanted instead.